Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported after a permeant implant procedure, the patient was placed in recovery. At that time, it was discovered the patient's left occipital lead was protruding through the scalp out of the skin. As such, the patient was then taken back into the operating room and underwent surgical intervention where the lead was explanted and replaced with a new one. The patient reported effective stimulation coverage postoperative.